Event description:
A pt rreported experiencing inaccurate high results with a ss meter. The pt's blood glucose results were 91, 137, 32, 94, 188, 305, 168, 349 mg/dl. Tests were done within 10 minutes with a difference of 65%. Pt did not experience any adverse events. No further info has been reported.